Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the blood parameter monitor (bpm) failed the high potential (hi-pot) testing. This was an "out-of box" failure on the power supply. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The replacement power supply and failed hi-pot testing. The srt replaced another power supply in the unit and it passed all functional testing. With the component replaced and tested, the unit operated to manufacturer specifications and was returned to clinical use. This complaint is related to MDR #1828100-2013-00258. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.